Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, after the q-fix suture anchor was implanted and the inserter was pulled out from the body, the suture was found to be broken. The procedure was completed using a s+n backup device, and there was no surgical delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor and one suture were not returned. The second suture was returned has a frayed break at one end. The insertion device has no visible defect. A functional evaluation showed the driver can no longer be used to advance the anchor as the spool cleat is fully extended from the body of the handle and the ratchet is locked. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. A review of the material composition document found that suture strength requirements are specified. A certificate of analysis is required with each shipment verifying suture diameter & knot pull suture strength. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.